Event description:
One of two 3.0mm cannulated, partial-thread screws implanted during a lapidus procedure broke post-operative. Pt had been weight-bearing approx 1 week. Pt indicated to surgeon that she twisted her foot trying to catch her dog and felt the screw break. Surgeon indicated the osteotomy site also fractured. Pt is using a bone stimulator and the screw currently remains in the pt.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned.